Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. Physician was unsure why the catheter migrated. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a catheter revision was performed due to catheter migration. The patient had complained of an increase in pain. A dye study was performed and it was determined that the catheter was still in the intrathecal space, but not high enough to cover the pain associated with the patient's condition. The physician was unsure why the catheter migrated. The revised segment of the catheter was discarded.